Manufacturer narrative:
The problem was found when a hmi clinical specialist was at the facility to perform training. The log files of the device are not available. Touchscreen cannot be used. The front panel was replaced. Service software and functional tests were performed. The device is back in use.

Event description:
Hamilton medical ag received the following incident description: the touch screen was not responding.

Manufacturer narrative:
The problem was found when a hmi clinical specialist was at the facility to perform training. The log files of the device are not available. Touchscreen cannot be used. The front panel was replaced. Service software and functional tests were performed. The device is back in use. Hamilton medical ag complaint number: b)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: the touch screen was not responding.

Manufacturer narrative:
The problem was found when a hmi clinical specialist was at the facility to perform training. The log files of the device are not available. Touchscreen cannot be used. The front panel was replaced. Service software and functional tests were performed. The device is back in use. Additional information added in follow-up #2 cer (B)(4). The issue was discovered during a training with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective interaction panel. After replacing the interaction panel, the device was found to be functional and was released for use. Uncertainty for the user despite the fact that the functionality of the device is further ensured by the p&t knob we prefer to preventively report this case as a deterioration in the state of health of the patient could not be fully excluded if it was to recur during ventilation.

Event description:
Hamilton medical ag received the following incident description: the touch screen was not responding.